Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, when removing the device from the packaging, it was observed that the distal tip of the balloon was bent and the balloon appeared to be wrinkled. It was also reported that the lumen inside the balloon was kinked. The device was never inflated or attempted to be used in the patient. It was confirmed that no visible issues were noted to the packaging of the device. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.